Event description:
It was reported that during testing conducted at the MFR facility the device caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion was found in the motor and the press plug, and worn components were discovered throughout the device, including the bearings. The presence of corrosion in the device is a probable cause of the bias current error.